Event description:
It is reported that during surgery in 2007, the doctor was tapping the poly into the cup and felt the cup move. He removed the poly and started to remove the cup when he noticed that one of the screws had gone straight through the hole in the cup into the acetabulum. The cup and screw were removed.

Manufacturer narrative:
This report will be amended, when our investigation is complete.